Event description:
Reporter alleged the blood glucose monitoring device base unit shorted out and was damaged. Reporter stated there was melted plastic and the least 5 connector pins from the right are damaged. Reporter indicated the device is cracked on the bottom also however there were no actions taken and no one was injured due to the alleged event. Reporter stated the device was never cleaned and there were no previous concerns with the device. A request was made for the return of the suspect device and replacement product was sent.